Event description:
It was reported that the patient had been in the hospital for 2 days prior to the report. The patient was going to be getting an MRI of their lumbar spine due to back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(6).